Event description:
Country of complaint: (B)(6). Towards the end of the surgery, found one of the suture needle (novosyn 2/0) tip missing, about less than 1mm. No injury or harm to patient; no adverse outcome. Informed the surgeon and the clinical lead, surgeon checked the wound but found nothing.

Manufacturer narrative:
Manufacturing site evaluation: evaluation ongoing.